Manufacturer narrative:
(B)(4). During review of medical records, a type iiib endoleak of the proximal extension was noted. Additionally, clinical review noted that the patient passed away on (B)(6) 2017. The death summary was listed as cardiopulmonary arrest. Based upon the information available, off-label usage may have contributed to the reported event, however this could not be definitively confirmed. A juxtarenal aneurysm (off label), large diameter aorta (off label), thrombus (cautionary use) were noted during clinical assessment. The superior stent margin of the main body at the apex of the infrarenal aortic angle may have contributed to the type iiib of the cuff. The following events were confirmed: aortic rupture; aneurysm sac growth of +8mm; and a relining with non-endologix cuffs at the junction of the main body and suprarenal extension. The reported contained rupture was refuted. Additionally there was evidence to reasonably support the following observations: ~2cm distal migration of the suprarenal cuff, endoleak type iiib of the proximal extension, endoleak type ii, infrarenal aortic neck growth, acute respiratory failure, acute blood loss anemia, and acute kidney injury on top of chronic kidney disease, metabolic encephalopathy. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. The device was not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently to the hospital with a contained aneurysm rupture. The patient was taken to the operating room for an unknown endoleak. Prior to the emergent visit a recent computed tomography (CT) scan showed aneurysm sac growth. The physician implanted a non-endologix graft to seal the endoleak.